Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed the issue was caused by an incomplete replacement of the io-box, in which the avs-io firmware download was found missing. In that case, when performing fluoro, the generator/tube did not deliver the pulsed x-ray. As a result, the unexposed images displayed on the monitor were observed dark and noisy. The issue was solved by another complete io-box software download at the customer site. This event is considered an individual human error and the system has been corrected. No further actions are introduced at the moment.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, dark and noisy images were reported. Several attempts to restart the system were attempted, however, they were unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.